Event description:
Customer reported a past low blood glucose event, with the lowest level recorded at 46 mg/dl. The customer did not take any immediate action but allowed levels to rise naturally. Technical support recommended that the customer consult with a healthcare provider to discuss factors potentially affecting blood glucose levels.